Event description:
Reporter stated that the audible alarm, on pt's device, is no longer working. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.